Event description:
Customer called to report that the reagent container rinse (di h20) reservoir canister on the unicel dxc 600i synchron access clinical system was leaking. The field service engineer (fse) inspected the instrument and determined that the leak was coming from the reaction area. The fse found that the reagent mixer wash station line was disconnected from the mixer wash station because it had a flared (relaxed) end. The fse then clipped the tubing end and replaced the tubing, which resolved the instrument issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that no erroneous patient results were generated and that no one was affected by the leak.

Manufacturer narrative:
(B)(4).